Event description:
Horizon clinical trial. It was reported that 5 days after a coronary drug eluting stenting treatment procedure, the patient experienced a stent thrombosis (st). The lesion being treated in the index procedure was located in the mid left anterior descending (mid lad) artery. The physician treated the lesion with placement of a taxus express2 3.00x20mm study stent. There were no reported complications. Five days after the initial procedure, the patient experienced a st. The physician treated the st with a "thrombosis aspiration device and successful placement of a 3.0x28mm non bsc bare metal stent." The patient was discharged the next day.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties with this complaint incident.